Event description:
The tech reported that, during initial placement of the angiocath, the vessel was weak. The eda patch was placed with the needle tip between the center of the electrodes and on a diagonal across the medical aspect of the elbow joint. During the injection the tech remained in the room to observe the injection and she placed her hand over the injection site above the patch. The tech felt contrast flowing at the onset of injection. After a short time, the tech felt a "pop" and instant swelling. She paused the injection using the pendant switch. The patch and angiocath were removed immediately. The radiologist examined the pt and determined there was a fairly large extravasation (estimated to be approx 40 cc's). The pt was treated with warm compresses and elevation and remained in the dept for at least one hr after the exam for observation. At the time of the pt's release, the swelling and pain had diminished. The pt was instructed to follow up with his family physician the next morning.